Event description:
During a remote follow-up, increased capture threshold, oversensing, and increased sensing were detected on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.